Event description:
It was reported that at the first refill after the pump was implanted, 19.5 mls of drug were extracted from the pump reservoir; the expected volume was 11 mls. The event logs were reviewed and no abnormalities were detected by the pump (see manufacturer's report # 3004209178-2008-02454). Based on this, the hcp thought the problem was probably with the catheter tract and planned to do further testing. The pump was used to deliver baclofen. The patient had no clinical signs of underdose and was feeling well. Additional info has been requested, a follow-up report will be sent if additional info becomes available.